Event description:
Customer received high total psa results from two different samples collected from the same pt at different times, which do not fit with the clinical picture of the pt. The doctor said the pt does not have any symptoms and questioned the results. Sample type is serum. Sample 1, collected on (B) (6)2009, resulted at 1496 ng per ml with dilution. Same sample was pulled and repeated on (B) (6)2009 giving the same result of 1496 ng per ml. Sample 2, collected on (B) (6)2009 resulted at 1542 ng per ml with dilution. Same sample was pulled and repeated on (B) (6)2009, giving the same result of 1542 ng per ml. These results were reported. No information provided to determine if pt was adversely affected. If additional information is received, appropriate notification will be provided.